Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged stroke. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. An unknown brown contamination (dust-like) at the air inlet of the blower box, white dust-like contamination on the top and bottom of the blower motor, blower motor seal, and the blower wire harness grommet, black contamination, consistent with keratin, at the air outlet of the blower box, unknown black (inconsistent with degraded sound abatement foam), dust-like contamination on the bottom the blower box and on the blower box lid. Also, a few pieces of potential hair or fiber in the bottom of the blower box and on the blower box lid. Top enclosure and bottom enclosure contained white, brown, and black (inconsistent with degraded sound abatement foam), dust-like contamination and potential hair/fiber contamination, unknown black (inconsistent with degraded sound abatement foam), dust-like and potential hair/fiber contamination on the front panel and rear panel, unknown white, brown, and black (inconsistent with degraded sound abatement foam), dust-like contamination on the sd door near the air inlet. The manufacturer used a foam integrity test tool was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.